Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle having foreign objects. (White fibrous foreign material). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirty instrument, unable to complete the cycle with the endoscope washer-disinfector due to nozzle having foreign objects. (White fibrous foreign material). Olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope dirty channels and was unable to complete the cycle with the endoscope washer disinfector. The issue occurred during reprocessing. There were no reports of patient harm.